Event description:
Pt rec'd tmj christensen fossa implant 7 years ago on right side without her knowledge or consent. Surgeon informed pt that he had to give her this device because he couldn't repair her disc. Pt was given prosthesis without being told anything about it or the risks involved. Pt is having major issues with the device including joint locking, clicking, increased tension in jaw muscles, and some numbness in tongue, migraine headaches, loss of sleep, poor ability to eat food, and many more. Pt is seeking medical help because she can't coninue to function like this, but no drs are willing to help work with her, including the implanting surgeon.